Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that, during use on a patient, a 980 ventilator was unresponsive to setting changes. There was no report of patient harm as a result of the reported event.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the reported condition. The unit passed extended self-testing and no parts were replaced.